Manufacturer narrative:
The reported event of under-sensing was not confirmed. A complete lead was returned for analysis. Final analysis found no indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.

Event description:
Related manufacturer reference number:(B)(4), related manufacturer reference number: (B)(4). It was reported, that the pacemaker and right atrial (ra) lead exhibited noise. While the right ventricular (rv) lead exhibited noise oversensing. Resulting, in pacing inhibition. The pacemaker, ra lead and rv lead were explanted and replaced on (B)(6)2024. Additionally, the rv lead was programmed to be less sensitive, prior to explant. The patient was in stable condition.